Event description:
It was reported that the patient had an interstim device since (B)(6) 2005 and that the battery was dying. A few weeks later, it was reported that the event was caused by "end of service" and it was noted that there were abnormal impedances of >4000 ohms. It was also noted that reprogramming was done on 2012 (B)(6) and the results of the reprograming were "the battery reaching end of life and leads >4000." It was additionally noted that the patient reported that the device still worked "okay," and that the patient did not require hospitalization and sustained no injury.

Manufacturer narrative:
Product ID, 3095-10 lot# serial# (B)(4), implanted: 2005 (B)(6), product type extension product ID, 3093-28 lot# j0455222v, implanted: 2005 (B)(6), product type lead product ID, 3031a lot# serial# (B)(4), implanted: 2005 (B)(6), product type programmer, patient. (B)(4).